Event description:
It was reported that the ventilator generated alarms. No more information was available. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. During troubleshooting it was revealed that the issue was related with ventilator failing pre-use check. According to received information, the device failed pressure transducer test and o2 cell/sensor test. Pressure transducer test failure was solved by cleaning safety valve membrane. O2 cell/sensor test failure was solved by o2 sensor replacement. O2 cell/sensor is used only for measuring and will not affect ventilation. The device was delivered to the user in working condition. The device's logs were provided for further analysis. Our conclusion is that the cleaned and replaced parts were causes of the failures.

Event description:
Manufacturer's ref.#: (B)(4).